Event description:
Patient is in ICU for intracranial eeg monitoring. Patient has 2 grids and 2 strips with electrodes implanted on surface of brain. This is hooked up to eeg machine and recording continuously. At approximately 3:30 am there was a power outage and lights went out in ICU. Patient reports feeling sudden pain in her head at the moment the lights went out, and felt same pain again when lights came back on. For several hours following, she reported numbness on right side of her face as well as some pain near her right temple and jaw bone when trying to shut right eye forcefully or smile. Symptoms have now resolved. We are concerned that patient felt electrical surge through her intracranial leads, even though it should have been surge-protected, and has some local pain as a result.